Event description:
It was reported, surgeon was putting the screw in under power when it stripped off and metal shavings went into the pt.

Manufacturer narrative:
Device not returned. No eval will be performed. If the device for add'l info becomes available, it will be submitted on a supplemental report.